Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right tube had perforation of essure'), device dislocation ('essure device into the abdominal peritoneum, and was not covered over with peritoneum'), pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder and meningitis. Concurrent conditions included fibroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2010, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety,") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune haemolytic anaemia ("autoimmune/autoimmune disorder-ana"), meningitis ("other injuries meningitis."), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"), visual impairment ("vision problems"), migraine ("migraines/headaches"), vision blurred ("vision/eye problems-blurry;"), abdominal pain upper ("stomach pain "), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal);") and abscess ("abscess"). The patient was treated with surgery (ablation and laparoscopic total hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, autoimmune haemolytic anaemia, meningitis, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, allergy to metals, anxiety, alopecia, visual impairment, migraine, vision blurred, abdominal pain upper, cystitis, urinary tract infection, vaginal infection, depression and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, anxiety, autoimmune haemolytic anaemia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, meningitis, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 02-jul-2015: results: total bilateral occlusion; migration of essure device. (Per pfs). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right tube had perforation of essure'), device dislocation ('essure device into the abdominal peritoneum, and was not covered over with peritoneum'), pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder and meningitis. Concurrent conditions included fibroids. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2010, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety,") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune haemolytic anaemia ("autoimmune/autoimmune disorder-ana"), meningitis ("other injuries meningitis."), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"), visual impairment ("vision problems"), migraine ("migraines/headaches"), vision blurred ("vision/eye problems-blurry;"), abdominal pain upper ("stomach pain "), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal);") and abscess ("abscess"). The patient was treated with surgery (ablation and laparoscopic total hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, autoimmune haemolytic anaemia, meningitis, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, allergy to metals, anxiety, alopecia, visual impairment, migraine, vision blurred, abdominal pain upper, cystitis, urinary tract infection, vaginal infection, depression and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, anxiety, autoimmune haemolytic anaemia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, meningitis, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2015: results: total bilateral occlusion; migration of essure device. (Per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Event added: the right tube had perforation of essure, device into the abdominal peritoneum and was not covered over with peritoneum. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder and meningitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2010, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety,") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune haemolytic anaemia ("autoimmune/autoimmune disorder-ana"), meningitis ("other injuries meningitis."), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"), visual impairment ("vision problems"), migraine ("migraines/headaches"), vision blurred ("vision/eye problems-blurry;"), abdominal pain upper ("stomach pain "), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal);") and abscess ("abscess"). The patient was treated with surgery (ablation and she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, autoimmune haemolytic anaemia, meningitis, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, anxiety, alopecia, visual impairment, migraine, vision blurred, abdominal pain upper, cystitis, urinary tract infection, vaginal infection, depression and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, anxiety, autoimmune haemolytic anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, meningitis, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; migration of essure device. (Per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received event "abscess" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), autoimmune haemolytic anaemia ('autoimmune/autoimmune disorder-ana') and meningitis ('other injuries meningitis.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune haemolytic anaemia (seriousness criterion medically significant), meningitis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"), anxiety ("psych injury"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraines/headaches"), vision blurred ("vision/eye problems-blurry;"), abdominal pain upper ("stomach pain "), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);") and vaginal infection ("infection (bladder/urinary tract/vaginal);"). The patient was treated with surgery (ablation and she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, autoimmune haemolytic anaemia, meningitis, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, anxiety, alopecia, visual impairment, migraine, vision blurred, abdominal pain upper, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, autoimmune haemolytic anaemia, cystitis, dysmenorrhoea, dyspareunia, meningitis, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; migration of essure device. (Per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Reporter's information was added. Added event abnormal bleeding(vaginal), (bladder/urinary tract/vaginal), migraines/headaches, stomach pain; psychological vision/eye problems-blurry, meningitis. Pt updated for autoimmune disorder-ana infection,or psychiatric problems-anxiety. Historical conditions was added. Ablation added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder and meningitis. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6)2010, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety,") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune haemolytic anaemia ("autoimmune/autoimmune disorder-ana"), meningitis ("other injuries meningitis."), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"), visual impairment ("vision problems"), migraine ("migraines/headaches"), vision blurred ("vision/eye problems-blurry;"), abdominal pain upper ("stomach pain "), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);") and vaginal infection ("infection (bladder/urinary tract/vaginal);"). The patient was treated with surgery (ablation and she had essure removed.). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, autoimmune haemolytic anaemia, meningitis, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, anxiety, alopecia, visual impairment, migraine, vision blurred, abdominal pain upper, cystitis, urinary tract infection, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, autoimmune haemolytic anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, meningitis, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion; migration of essure device. (Per pfs). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2020: pfs recieved. New events: abnormal bleeding (general), psychological or psychiatric problems condition: depression were added. Past medical history added. Onset dates for events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), alopecia ("hair loss") and visual impairment ("vision problems"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, menorrhagia, allergy to metals, autoimmune disorder, psychological trauma, alopecia and visual impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter and patient demographics and laboratory data were added. Updated essure drug indication. On (B)(6) 2010, she implanted essure (previously reported as 2012). On (B)(6) 2019, she explanted essure. Injury event was replaced with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pelvic/abdominal pain, metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), nickel allergy, autoimmune disorder, psych injury, hair loss, vision problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.